Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a sleeve gastrectomy procedure, after stapling, it was not possible to open the jaws of the device. Another clamp was needed to cut the stomach. There were no other adverse events reported.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one endo gia* ultra universal 12mm single use instrument and one endo gia* 60mm articulating medium/thick reload both opened by the account. This evaluation was based on a medical and technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, engineering review of the product and an evaluation of the returned devices. The reported condition for this incident was that the instrument locked on tissue during a sleeve gastrectomy procedure. The instrument was received with the firing rod and firing knobs fully advanced. The instrument tube housing was disengaged from the rotation collar. Visual examination of the reload noted that it was fully fired with the jaws clamped and the knife bar assembly advanced to the extreme distal end. Engineering evaluation of the reload noted damage to the lock ring locking tab indicating that the reload may not have been engaged properly during loading. Engineering was able to replicate the condition by removing the shipping wedge and loading the reload at an extreme angle with excessive force. Loading under these conditions can force the knife bar assembly through the retaining feature in the lock ring. The reload may have been forcefully removed from the instrument as indicated by the disengaged instrument tube housing. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. A review of the current historical complaint data reveals no trend for a device related failure for this condition. Based on the product analysis, the failure was confirmed to be attributed to the reported event. No enhancements or improvements were generated. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.